Manufacturer narrative:
Product ID, 8711 lot# n098653028, implanted: 2007 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had overdosed. It was stated that the patient's medication had been increased by 1%, but began having convulsions. The patient was brought to the hospital and was given anti-nausea pills because there would be no help until the following wednesday. It was noted that "things were going south fast" with the patient. Another report that same day stated that the patient was discharged from the emergency room because, there was nothing they could do for a pump patient. The patient's symptoms included diarrhea, vomiting, chills, sweats, and she was incoherent. It was reported that the patient had a similar occurrence the last time her medication had been increased by 1%. The reporter stated that the patient can only handle 0.5% increases to her medication. Two weeks later, it was reported that the patient visited three emergency rooms, but had not been admitted through any of them. It was stated that the event was caused by the patient recently moving. An x-ray taken on (B)(6) showed no kinks in the patient's catheter. It was reported that there was no patient injury; however, it was noted that the patient had a replacement surgery on (B)(6). There were no other details on the surgery reported, so it was unclear if it related to the event. The drugs used in this system were morphine and bupivacaine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.